Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The fuses were replaced and the issue was resolved. The blown fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not power up while plugged into outlet power. This reportedly occurred when the user was attempting to transfer images to the hospital pacs network. The imaging system power line fuses were found to have blown. There was no patient present when this issue was identified.